Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the customer reported complaint. The usm was tested on an house system, it failed normal mode as it triggered 23069 error. The logs showed errors 23069 and 23064 pointing to insertion. When the usm tested on a patient side cart (psc) fixture test platform (pftp), it failed insertion chipencoder virtual absolute (cva) characterization and insertion sensors check. During inspection, on insertion axis, traces of fluid intrusion found on insertion cva printed circuit assembly (pca), cva pca flex fiber cable (ffc) and cannula ffc. Fluid intrusion also found on tornado switch and acsb3 pca. Replace insertion cva pca & cva pca ffc with gold parts- the usm passed insertion sensor and insertion cva characterization and passed all the required tests. Spar toggle assembly and cannula ffc will be replaced. Insertion cva pca & cva pca ffc will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The usm unit has not returned for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post engineering evaluation and/or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a simple prostatectomy procedure was performed on system sk1790 on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted simple prostatectomy surgical procedure, a system error 23069 was noted. Before calling for technical support, the customer rebooted the system without success. The technical support engineer (tse) confirmed error 23069 and 23094 pointing to the universal surgical manipulator (usm) insertion axis. The tse confirmed that the usm should be replaced. The usm was disabled and the procedure completed with 3 arms. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the reporter and obtained the following additional information regarding this event: no patient information will be provided. No harm to the patient and system has been tested and repaired. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.